Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 19 mg/dl at the time of the event. Troubleshooting was performed. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.